Event description:
On (B)(6) 2012, the patient reported that he thinks his infusion device is delivering more insulin than it has in the past. He stated that he would normally program the device to deliver 2.5 units of insulin and his blood glucose level would go down to 100 mg/dl. Now, with the same delivery, his blood glucose goes as low as 60 mg/dl. His normal range is 75-225 mg/dl. He has been able to correct low levels by drinking orange juice. This issue has been ongoing for three months. While troubleshooting with the patient he stated that the infusion device seemed to be working properly and it might be that his body is reacting differently to the insulin, but he felt that he could not be sure. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.